Manufacturer narrative:
A customer technical support (cts) assisted the customer with troubleshooting and it appears that leak was coming from both sodium electrodes. Cts had the customer remove and dry all electrodes and re-prime all ise reagents. The leak was coming from the sodium electrode/port. Cts assisted customer in replacing sodium electrode and repeating prime. No more leaking was noted during prime. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that fluid is leaking from ise flow cell into compartment on synchron lx20 clinical system. No injury was reported on this issue.